Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Review of the device history records did not find any deviations or anomalies. The devices were used for treatment. No other complaints of any type have been reported for the provided lots. The investigation could not verify or identify any evidence of product contribution to the reported problem. The tm reverse surgical technique states, "when implanting a 15mm base plate into poor bone stock, use the 7.5mm cortex drill with drill guide 2 remove only the first 3 to 4mm of glenoid cortex. If a press fit of the distal end of the glenosphere base plate post is desired, then the preparation is complete. If it is deemed appropriate to compress more bone, use the 7.5mm compression plug with drill guide 2 to compress the cancellous bone in the vault prior to implant insertion." The technique goes on to state check for good bone purchase with the inverse/reverse screws that provided support to the base plate. Operative notes and x-rays were requested; however, none was provided. Due to the lack of operative notes, it is unknown how the glenoid was prepared or if screw purchase was checked prior to range of motion testing. With the provided information an exact cause for the fracture could not be determined.

Event description:
It was reported that the patient underwent shoulder arthroplasty, and during the procedure, the surgeon encountered difficulty seating the baseplate in the glenoid. After repositioning the baseplate, it was noted the solidity of the implant was poor, but the surgeon moved forward with trialing of components. After trialing, the surgeon attempted to dislocate the shoulder for implantation of final components, and the glenoid fractured.